Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range pacing impedance and noise signals were also observed. The lead conductor was found to have fractured. The patient experienced symptoms of discomfort. The device setting was reprogrammed. X-rays were performed but fracture location couldn't be confirmed. The lead remains in service. No additional patient effects were reported.